Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the front haptic got stuck in the injector during ejection. No pt contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a piece of haptic was torn and bent and there was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tear associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.